Manufacturer narrative:
Device 2 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that patient faced 5 infusion set cannula were bent. The first event occured on 18-mar-2024, second and third event occured on 21-mar-2024 and fourth and fifth event occured on 30-mar-2024 and 11-apr-2024. The blood glucose level was displayed high for all 5 events. First four events were managed by bolus via pump and fifth event was managed by multiple daily injection. The event occured within three hours of insertion. Moderate ketones were also present at the time of event. The site of insertion was abdomen for first 3 events and upper buttocks for fourth and fifth event. Patient replaced infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.